Manufacturer narrative:
(B)(4). We are in process of obtaining the complaint rt219 bi-level/CPAP breathing circuit from the customer for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that an rt219 bi-level/CPAP breathing circuit failed the ventilator leak test. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The complaint device was not returned to fisher & paykel healthcare. Despite our attempts to obtain further information, no further information was provided by the customer. Without the return of the complaint device and no further information we are unable to determine what caused or contributed the reported event. The user instructions that accompany the rt219 bi-level/CPAP breathing circuit state: - check all connections are tight before use. - before connecting to patient, ensure that flow and pressure testing applicable to the ventilator has been completed. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. - set appropriate ventilator alarms.

Event description:
A healthcare facility in texas reported that an rt219 bi-level/CPAP breathing circuit failed the ventilator leak test. There was no patient involvement.